Event description:
A lab technician states that she wore and was exposed to latex gloves made by several different glove MFR. She states that due to this exposure, she developed a type I latex allergy condition. Her reported symptoms include, hand dermatitis, runny and puffy eyes and runny nose.